Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The patient was seen in clinic for a device reset. The ICD bluetooth telemetry was restored. There were no patient consequences reported.